Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during priming in preparation for dialysis, of leakage and crack was found at the blue (venous) connector. Flushing was done prior to use and cracks in the connector were observed. Iodine was the cleaning agent used on the device. Tego was not utilized. Nothing unusual observe on the device prior to use. An instrument was used to loosen or tighten the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No excessive force use on the device. No other products being utilized with the device. The insertion was not treated prior to product placement. No intervention/treatment required as a result of the event. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. The catheter was repaired. The reported product was not replaced. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.